Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to interrupted battery operation. Service evaluation verified interrupted battery operation. The cause was identified during a visual inspection to be two depressed battery contact pins (two negative). The rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced interrupted operations while on battery power. There was no patient involvement. No additional information is available.